Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, her blood glucose had lowered to 20 mg/dl. Customer's spouse had to call the paramedics and she was taken to the hospital. Customer's blood glucose was 40 mg/dl in the morning and she was having issues bringing it up. Customer stated she was lethargic and her husband called the ambulance. Current blood glucose was 184 mg/dl. Troubleshooting was performed. The drive support cap was found normal. Customer was unaware what caused the low. Reservoir is showing less insulin and what is displayed on the insulin pump. Displacement test was performed the device passed. The device was not exposed to an MRI. Customer was advised to monitor the device and contact her doctor. Customer also mentioned the device had alarmed no delivery but it was resolved with a complete set change. Customer requested the device to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.